Event description:
Pt was seen in physician's outpatient device clinic and ICD lead malfunction was suspected based on information obtained during interrogation of device. Pt brought to ep lab for ICD lead revision. Lead malfunction confirmed and lead removed. New lead inserted and functioning properly. (Lead was originally implanted (B)(6) 2014).